Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that during the fill tubing the insulin pump spattered insulin and the numbers did not appear on the screen. After pushing the act button, the insulin pump alarmed compromised force sensor system. The insulin pump had a loose drive support cap. Customer's blood glucose level was 350 mg/dl. The device was not returned.